Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain at the implant site of the implantable cardiac monitor (icm). The patient returned to the clinic and no abnormalities were found at the implant site. It was also reported by the patient that the icm did not immediately respond when a patient-activated episode was attempted to be recorded. It was further reported that there was noise present in the most-recent electrogram (egm), which indicated that the icm was implanted on a location where there were low r-waves. The icm remains in use. No further patient complications have been reported as a result of this event.